Event description:
It was reported that a dexcom g7 sensor used with the ilet bionic pancreas experienced intermittent communication issues that caused frequent beeping from the ilet despite the sensor remaining active and providing glucose readings, consistent with intermittent communication failure and involving components associated with electrical, magnetic, and antenna functions. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure and potentially involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.